Event description:
Gelfoam sponge size 100 -(B)(4)- packaging is not opening properly. The envelope is not pulling apart the way it is designed to open. Rather, the package is tearing in an irregular fashion which makes it impossible to remove the sponge aseptically in the operating room. This forces the product to be discarded and wasted and another package to be used. This has not been occurring until recently and it has been happening with some regularity over the last month (lot 0bbft exp 06/2013). We speculate that there may have been a change in adhesive being used to seal the envelopes in mfg.